Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device fired and it appeared to have fired fine. The surgeon returned the black lever to open the jaws and performed this fine however, the jaws remained locked in position. The handle was removed without any problems from the hand piece and the surgeon was forced to tie around the vessel and cut. Operative time was increased by more than 30 minutes to try to remove the staple load that was locked on the pulmonary vessel.